Event description:
This rv lead was implanted on (B)(6) 2009 and was capped on (B)(6) 2018. A call was placed to technical services on (B)(6) 2018 stalling that this lead exhibits noise on latitude. It was also noted that minute ventilation signal was off, rv lead trend looks very strange and that the lead was revised. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).